Event description:
Edwards received additional information that after approximately twelve (12) years, three (3) months post-implantation of this surgical aortic valve, a transcatheter valve was implanted (valve-in-valve) due to calcification. A 23mm transcatheter valve was successfully implanted and there were no complications; the patient was listed as doing very well post-operatively.

Manufacturer narrative:
Additional manufacturer narrative: calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to confirm the clinical observation. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that after an unknown implant duration of this surgical aortic valve, a transcatheter valve was implanted (valve-in-valve) due to calcification. A 21mm transcatheter valve was implanted and no additional details were provided.